Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homcechoice machine during drain 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected their transfer set from the pt line of the homechoice set during a dwell cycle without pausing therapy. Hp did not return in time for the drain cycle to follow. When hp returned they reconnected their transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early. Per hp's rn, no pt injury or medical intervention was assoicated with this incident.